Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed critical pump error when the customer was programming the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book image and broken force sensor error was found in the formatted history file due to force sensor zero offset out of specification -3.1 mv dd. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test due to critical pump error open book image. The insulin pump had scratched case and pillowing keypad overlay.